Event description:
Home patient (hp) reports switching new heater bag onto already spiked line of homechoice set while troubleshooting through an alarm situation diring apd treatment. Baxter technician assisted hp in continuing treatment for evening. No patient injury or medical intervention required per rn.